Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for open blister packaging was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of open blister packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of open blister packaging based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, it was noticed in completing a stock audit that a newer style packaging of these items has seen the sterile seal split apart rendering the contents no longer sterile on 37 units. No patient impact reported.